Event description:
Component fractured.

Event description:
Component fractured. The batch number was provided with the returned product, which is different than the original batch number. The corrected information is provided in this follow up report.